Event description:
The lens presents a grey coating on the surface. The yag laser performed to remove the coating was unsuccessful. The pt complains of blurred vision and the explant has been considered.